Manufacturer narrative:
The actual surecan safety huber needle in the reported incident was returned to the manufacturer to be evaluated. The safety clip was activated and covering the needle tip. The needle was noted to be severely hooked at the tip. The hooked tip of the cannula can most likely be attributable to the user inserting the needle too far into the bottom of the port, forcing it to curl and bend back, stressing the part beyond its' intended design capabilities. This incident is due to user product interaction and is not related to the manufacturing process of this part.

Event description:
As reported by the user facility: when huber was removed, patient's skin was ripped. Tip of needle was bent. Additional information provided by the facility indicated the patient suffered to additional adverse sequela associated with the reported incident.